Manufacturer narrative:
The device was returned for analysis. A visual examination of the balloon was performed. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 5mm distal from the distal edge of the proximal markerband. The rated burst pressure of the device was observed to be at 12 atmospheres. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. No kinks or damage were observed along the shaft of the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that a balloon rupture occurred. A 06/2.25 flextome cutting balloon was selected for use. Upon introduction, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 06/2.25 flextome cutting balloon was selected for use. Upon introduction, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.